Event description:
The patient performed a blood glucose test on the suspect device and obtained a result of 72 mg/dl. Thirty minutes later the pt's glucose was 80 mg/dl on the same device. Pt was disoriented and had slurred speech. Pt was taken to ER and their glucose was 47 mg/dl on a hospital meter. Pt was treated with d50 and given lunch, then released. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.